Manufacturer narrative:
Correction: the event date - corrected. The event description - corrected. The site provided the update regarding the reported patient¿s death. The patient died from the neurological degradation. There was no allegation of any device malfunction or nonconformance. The reported death was unrelated to the index procedure and the device. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Approximately one month post mechanical thrombectomy procedure using the subject retrieval device, the patient died from the neurological degradation. The reported death was unrelated to the index procedure and the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complications to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
One hundred seven days post mechanical thrombectomy procedure using the subject retrieval device, the patient died. The date and cause of death are unknown. The customer is making efforts to obtain the death report. No further details available.

Manufacturer narrative:
Adverse event (post mechanical thrombectomy procedure using the subject retrieval device, the patient suffered a subarachnoid hemorrhage (sah) and a small vessel dissection) for the patient (B)(6) was previously reported and medwatch 3500a was filed to FDA under the number 0002954917-2015-00016. The device is not available to the manufacturer.

Event description:
At 107 days post mechanical thrombectomy procedure using the subject retrieval device, the patient died. The date and cause of death are unknown. The customer is making efforts to obtain the death report. No further details available.